Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that patient was receiving 550 mg of vancomycin in a 250ml bag to run over 3 hours @ 83.3ml/hr. The administration time was 0248, and the infusion should have completed at 0548, but it was still running until 0818 when the medication was complete. It was verified with "noc" rn that the secondary clamp was open the entire time and medication was given at 0248. It was verified on pump that it was running at the correct rate, the rate on pump was correct and was programmed at 83.3ml/hr. There was patient involvement but no harm. It was later reported that the clinicians stated the total volume provided by their pharmacy was not accurate as the infusions are secondary. The on site bd team discussed optimizing secondary infusions.

Event description:
It was reported that patient was receiving 550 mg of vancomycin in a 250ml bag to run over 3 hours @ 83.3ml/hr. The administration time was 0248, and the infusion should have completed at 0548, but it was still running until 0818 when the medication was complete. It was verified with "noc" rn that the secondary clamp was open the entire time and medication was given at 0248. It was verified on pump that it was running at the correct rate, the rate on pump was correct and was programmed at 83.3ml/hr. There was patient involvement, but impact was unknown. It was later reported that the clinicians stated the total volume provided by their pharmacy was not accurate as the infusions are secondary. The on site bd team discussed optimizing secondary infusions.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.